Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 146 mg/dl at the time of the report. Prior to the event, the insulin pump alarmed no delivery. The customer uses quick-set infusion sets. After the event, the customer's doctor increased his basal rates. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No concluson can be drawn at this time. We therefore consider this report complete to the best of our knowledge.